Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that post index procedure the patient presented a limb occlusion due to tortuosity. The physician treated the occlusion with an iliac stent graft and the intervention was completed successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related, tortuosity. Conclusion: occlusion. Anatomy related, tortuosity.